Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly and distributor to obtain patient information, treatment settings, and patient photographs, which were provided. An examination of the subject device by lumenis trained technical expert concluded the subject device power output operated within manufacturer specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis clinical director evaluated the reported patient treatment settings concluding: "the examination of the incident report form data and patient picture shows one location with an ulceration resulting from the lp nd:yag. It is assumed that the operator performed the 2 passes in a heavily marked area without letting enough intermediate cooling time nor right treatment assessment time. No medical/surgical intervention was performed after the event. The injury is serious and might leave sequela." Subject device labeling (um_um-1024721) instructs the user: "do not overlap (vl) treatment sites by more than 1 mm! Multi-spot nd: yag: touch the gel with the light guide. Apply slight pressure to the skin (as per depth of the vessel), adjacent without overlapping. It is possible to treat the same site twice or even three times during the same session. Wait a few minutes between pulses over the same spot and chill the site. If there is excessive skin or lesion response, refrain from treating the area more than once." Based on the information at hand, lumenis concluded the most probable cause of the reported event to be device operator failure to follow subject device IFU.

Event description:
A foreign distributor reported that one (1) patient sustained a burn to lower leg area following nd: yag treatment with a lumenis m22 laser.

Manufacturer narrative:
Received additional information may 24 2018: user facility confirmed in incident form that device operator was trained. Lumenis clinical expert tried to receive the user facility contact information from the distributor but didn't receive this information. Based on above probable cause no CAPA is required and this case will be examined as part of annual pms process which examines overall complaints trends.